Manufacturer narrative:
Device investigation narrative - one (B)(4) biosure peek 9x30mm screw reported on. Original npr evaluation was questioned as a photo had been attached to the complaint file. The complaint allegation is for an intra operative breakage. Subsequent use of an 8x25mm rci screw was successful. IFU reads: ¿the biosure pk screw is indicated for the reattachment of ligament, tendon, soft tissue, or bone to bone during cruciate ligament reconstruction surgeries of the knee. All screws with a diameter of 9 mm or less and a length of 25 mm or less are also intended for use in the following procedures: knee ¿ acl repairs¿. The implant reported on is longer than the recommended max length for the reported procedure. No root cause related to the manufacturing of this device can be confirmed. No further investigation warranted. Device evaluated by the manufacturer. Evaluation codes updated. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion the screw broke. The screw tip was left in the patient. The surgeon is confident that the tip remained secure in the bone tunnel and did not migrate into the joint. A backup device was available to complete the procedure with no patient impact.